Event description:
There was no device failure, malfunction or complaint reported. The patient was undergoing preparation for a mitral valve replacement via a minimally invasive approach. The endoarotic clamp guidewire was inserted without the use of fluoroscopy. When the guidewire entered the thoracic aorta, a raised flap was seen by echocardiography. Femoral bypass was never initiated and the case was converted to the standard approach via sternotomy. No aortic repair was necessary and the patient did well postoperatively. The patient had been screened for peripheral vascular disease by aortagram and spiral CT.